Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a pump error and keypad anomaly. The customer¿s blood glucose was 8.9 mmol/l. The customer was advised to monitor the time display and the customer stated that the minutes change. Customer stated that numbers were not ramping on their own. Customer stated that they were unable to clear the alarm. Customer stated that the scroll bar was not moving with no input. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during the rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to pump error 38. No pump error 43 and no stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.